Manufacturer narrative:
The field service engineer (fse) found crystallization on the inside of the cartridge compartment. The fse cleaned the cartridge compartment and the electrodes, performed a reagent prime and ise check, and performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable sodium electrode results for 10 patient samples on a cobas 8000 cobas ise module. The customer provided an example of discrepant results for 4 patient samples tested. The customer questioned the high initial results which prompted them to repeat the patient samples. For sample 1, the initial sodium result was 153 mmol/l. The sample was repeated on another module and the result was 141 mmol/l. For sample 2, the initial sodium result was 142 mmol/l. The sample was repeated on another module and the result was 133 mmol/l. For sample 3, the initial sodium result was 152 mmol/l. The sample was repeated on another module and the result was 144 mmol/l. For sample 4, the initial sodium result was 148 mmol/l. The sample was repeated on another module and the result was 137 mmol/l. The customer stated that they repeated the samples twice and the results matched each other. The repeat results were deemed correct.

Manufacturer narrative:
The sodium electrode lot numbers provided were edd81 and edb51. Clarification on which electrode produced the initial results was not provided. Calibration was last performed on (B)(6) 2025 and was acceptable. The qc recovery data provided showed some results outside of 2 standard deviations that were noted before the event. The alarm trace showed several abnormal sample probe aspiration alarms. The field service engineer (fse) checked the sample probe, air purge and wash seals, performed reagent primes, and performed calibration and qc successfully. The investigation is ongoing.